Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "with a size 4 lma, I had the impression that the tube was not manufactured straight. Displacement does not occur very often in adults, but it does happen." Additional information: "the size 2.5 twists in the throat. The lma is fixed on the face by means of plaster strips and additionally the breathing tube on the surgical bracket. Nevertheless, it often happens with this double safety device that the lma slips and when it is taken out of the patient to reposition it, it is rotated 90-180 ." Associated complaints: 3009307931-2025-00014, 3009307931-2025-00015 and 3009307931-2025-00012.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "with a size 4 lma, I had the impression that the tube was not manufactured straight. Displacement does not occur very often in adults, but it does happen." Additional information: "the size 2.5 twists in the throat. The lma is fixed on the face by means of plaster strips and additionally the breathing tube on the surgical bracket. Nevertheless, it often happens with this double safety device that the lma slips and when it is taken out of the patient to reposition it, it is rotated 90-180." Additional information: "the shape of the product does not take into account the anatomy of a child's larynx. The precurved product does this. The patient had multiple repositioning of the product via extubation and intubation procedures and suffered a blood lesion in the throat with subsequent throat pain. The sore throat subsided after 3 days." Associated complaints: 3009307931-2025-00014, 3009307931-2025-00015 and 3009307931-2025-00012.